Manufacturer narrative:
Evaluation summary: the system was examined. A company representative replicated the reported event. The slit lamp fiber was replaced to address the issue. The company representative examined the system and identified the cause to be a recognition issue of the laser probes. The system was tested and found to meet product specifications. The system met specifications at the time of release. The root cause of the reported event can be attributed to a damaged slit lamp fiber. However, how or when the component became nonconforming could not be determined conclusively. The root cause of the reported event can be attributed to the laser probes not being recognized. However, how or when the probes became nonconforming could not be determined conclusively.

Event description:
Additional information was received through the technical service. The event occurred before surgery.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A customer reported that the laser did not function. At the time of this report it was unknown when did the event occur. Additional information has been requested but not received to date.